Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
It was reported that the ipg was inoperable.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient weight. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information was received that the patient had an unrelated surgery during which the ipg was not placed in surgery mode. Afterward, the ipg was unable to communicate with external devices. As a result, surgery occurred to explant and replace the ipg to address the issue.

Event description:
Additional information was received that the ipg reached end of service (eos) and patient lost therapy. It is unknown if the ipg depleted prematurely.

Manufacturer narrative:
Corrections: b1: "adverse event" should not have been selected in earlier report. B2: "other serious" should not have been selected in earlier report.